Manufacturer narrative:
The pump passed the displacement test and active current test. Pump has received with a high sleep current and failed self test due to pump error 63. Pump¿s history and trace files downloaded successfully using thus software. All buttons function properly. No frozen screen was found during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. The j1 connector on pcba 1 was locked properly during visual inspection. Pump error 63 alarmed during self test and was confirmed in the formatted history file (variable info = 12) on 02/18/2021 at 18:32:49.000. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, serial number label missing and corroded battery tube. Keypad unresponsive/button error alarm and frozen screen were not confirmed. Pump error 63 alarmed during self test and was confirmed in the formatted history file (variable info = 12) due to hardware error. Moisture damage was confirmed at the pcba 1. Unexpected battery power loss was confirmed due to moisture damage located at the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding and also insulin pump screen was froze. Time was advanced. Insulin pump had hardware low level failure alarm occurred after the time that the buttons were not responding and they were unable to clear the alarm. Insulin pump buttons did not began to work in less than five minutes without battery change. Insert battery alarm appeared on insulin pump screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.